Event description:
The cable crimper sheared off during crimping. The back-up crimper was opened and used in its place. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The results of the evaluation performed suggest that this event was attributed to poor user technique.